Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800-ml/hr flow rate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the observed flow rate error, which was reproduced. The device was tested for flow rate accuracy and found to fail with the following test results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.357ml (-6.43%); rate = 100 ml/hr, vtbi = 25 ml, delivery = 23.824ml (-4.704%); rate = 400 ml/hr, vtbi = 100 ml, delivery = 96.200ml (-3.8%); rate = 800 ml/hr, vtbi = 200 ml, delivery = 191.416ml (-4.292%); rate = 999 ml/hr, vtbi = 250 ml, delivery = 239.967ml (-4.0132%). According to the results, a flow rate inaccuracy greater than 5% was identified. Evaluation verified the pressure plate travel and found the travel of the fingers and valves to be out of specification (low), causing the reported symptom. The device was reworked to address this condition.